Event description:
Patient reports that the outer cap for her last shipment of pen needles does not seem to grip the needle well enough to remove it from the pen device, and she needs to use tweezers to remove the needle. She has not had any issues before, and it seems to be affecting every pen from her last shipment. She provided the lot and expiration date. No missed dose reported; unknown if available for return; unknown if md aware. No further information provided. Indication: age-related osteoporosis without current pathological fracture. Reported to (B)(6) by: patient/caregiver.